Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for battery alert when it was plugged in. The battery showed full charge and was plugged in with green light. However, the pump then turned itself off. Phenylephrine was running and needed to be moved and reprogrammed to a new pump (programmed amount and delivery rate unknown). The event occurred in the critical care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: the event was reported to have occurred on an unknown day in (B)(6) 2018.